Manufacturer narrative:
Additional information: d.4. Medical device lot #: 8361712. D.4. Medical device expiration date: 12/31/2021. H.4. Device manufacture date: 12/27/2018. H.6. Investigation summary: one sample was received by our quality team for investigation. Upon visual inspection, ii came in a biohazard ziploc plastic bag. The plunger rod- rubber stopper was all the way down; therefore, it has no saline solution and no tip cap and there was no gap between the plunger rod and the rubber stopper. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this incident cannot be determined as there was no gap between the plunger rod and the rubber stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 306547 batch no.: unknown (reported 8361712) it was reported that during use of the bd posiflush¿ normal saline syringe the plunger separated from the black plastic flange (stopper) and the plunger rod became loose. The following information was provided by the initial reporter: ¿while attempting to obtain blood return from PICC with push/pull method the plunger rapidly separated from the black plastic flange that advances the fluid from the syringe. Plunger did not displace from the syringe flange. Upon further investigation noted the plunger twists onto the plastic flange. Possibly became loose with transport/delivery.¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 306547, batch no.: unknown (reported 8361712). It was reported that during use of the bd posiflush¿ normal saline syringe the plunger separated from the black plastic flange (stopper) and the plunger rod became loose. The following information was provided by the initial reporter: ¿while attempting to obtain blood return from PICC with push/pull method the plunger rapidly separated from the black plastic flange that advances the fluid from the syringe. Plunger did not displace from the syringe flange. Upon further investigation noted the plunger twists onto the plastic flange. Possibly became loose with transport/delivery.¿